Manufacturer narrative:
Other applicable components are: product ID: 37791, product type: recharger.

Event description:
The manufacturer's representative (rep) reported the consumer would see the antenna too hot icon on the recharger after about 30-40 minutes of charging. It was noted the consumer had to press on the recharger antenna to get coupling bars and always had since the time they were implanted. Usually the consumer would achieve four bars, but could also achieve six or eight. When the antenna locate feature was used it gave a reading of 64. It was further reported that starting a few months ago there was discomfort, redness, and warmth at the implantable neurostimulator (ins) pocket during and after recharging. It was noted there was no swelling that occurred and the pocket hadn't changed. The rep. Met with the consumer in the clinic on (B)(6) and reported the pocket looked good. It was further reported that starting two months ago the consumer was experiencing heating and sharp pain at the ins site daily with stimulation use. It was noted the consumer never turned stimulation off so it was unknown if turning stimulation off made the issue go away. There were no traumas or falls reported related to this issue. An impedance check was performed which was normal. The consumer was getting good therapy and coverage was the same as it had always been. The rep. Gave the consumer another group to try to see if this changed the discomfort at the pocket and they were going to continue to monitor to see if the issue resolved. Relevant medical history includes multiple back operations.

Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported they experienced a constant burning sensation at the pocket with or without stimulation on. There was no redness or swelling noted in the pocket area, and the consumer didn't complain of any pain when pressure was applied to the area with the clinician programmer. There were no factors that could have contributed to this, and the consumer was still getting adequate stimulation coverage when using therapy. An impedance check was performed with all results within normal limits. The healthcare provider (hcp) was notified of the issue, and the consumer was going to have a follow-up visit and possibly be referred for a pocket revision. The issue was not currently resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.